Manufacturer narrative:
The vascade mvp was not returned for evaluation. The cause of the reported event cannot be determined.

Event description:
The patient underwent a procedure using the vascade mvp without issue. However, 2.5 hours post procedure the nurse patient found the patient unconsciousness and bleeding. The patient was administered blood product, and the access site was sutured, and manual pressure was applied.